Event description:
It was reported that the syringe not in place alarm occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. Top case screw stands were broken. Syringe plunger not in place was confirmed in the event history log (ehl). The technician performed a 60 milliliter(ml) syringe was used for testing and the reported issue was duplicated. The root cause of the reported issue was found to be a chip on the plunger board was broken off. Replaced plunger printed circuit board (pcb). Performed all functional testing which passed.